Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implantable pump. The indication for use was spinal pain. The patient reported they are having a "terrible time" with the ptm (personal therapy manager). The patient had been trying for "the last 45 minutes to get it to sync up to get myself a bolus and it won't." The patient mentioned they had bariatric surgery "several years" ago and lost "over 100 pounds," so they asked the healthcare provider to either "tether" the pump or make the pocket "smaller." Per the patient with all the weight lost, the pump "moves around in their stomach." The patient confirmed they have had issues connecting to the pump for "probably a week or so" and then yesterday went in and the dr "tweaked" the medicine and it worked "just fine" but then this morning it "wouldn't work at all." The patient service specialist had patient turn off the communicator and restart the handset. Agent then had the patient retry connecting to the pump and then reported seeing "no pump response." The patient was asked if they could feel the pump and patient confirmed they could. It was reviewed recommended placement of communicator over the pump. The patient was then able to get connected to ptm. The patient was redirected to their doctor to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.